Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged for another lens model 14 days following the initial procedure. Clinical reason for explant was mentioned as incorrect lens power implanted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 19.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified atiol model with a clinical reason for explant of "incorrect lens power implanted." Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).